Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 280 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated and bent, while wearing it on the leg. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were seen in the device data. No damages or defects were found with the fluid path or needle mechanism assembly that would cause the needle to deploy incorrectly or cause the soft cannula to not insert properly. It could not be conclusively determined if the cannula was not inserted properly. No kinks were observed in the soft cannula. Insulin was able to freely pass through the fluid path. A leak test was conducted and no leaks were found along the fluid path. A crack was observed in the top housing. It is unknown when or how the crack occurred. The crack did not affect the device during operation.